Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. A possible cause is stress overload.

Event description:
Allegedly, hospital reported that during a lap gastric band removal, one jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken piece, the instrument was replaced and the procedure was completed with no injury to patient.